Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure- post sedation.

Event description:
Note: this report pertains to one of the two devices used in the same procedure. It was reported to boston scientific corporation that two spyglass discover digital catheters were used for the treatment of choledocholithiasis in the common bile duct during a cholecystectomy and laparoscopic common bile duct exploration (lcbde) procedure performed on (B)(6) 2026. During the procedure, the spyglass light source was connected to a stryker secondary monitor. When the physician attempted to begin scoping, no visualization was observed on the monitor. Multiple dvi cables and monitors were exchanged without restoring image display. A second spyglass discover catheter was opened; however, visualization remained absent. Both spyglass discover catheters exhibited a yellow glow at the connector interface when plugged into the light source. Due to the inability to obtain visualization, the clinical team was unable to complete the cbd exploration. The patient was subsequently referred for a post-operative ercp. No patient complications were reported, and the patient is expected to fully recover.